Event description:
Complaint reported by attorney. The legal complaint states the following. Pt had t-sling implanted on (B)(6) 2004. Pt was diagnosed with stress urinary incontinence, vaginal vault prolapse, cystocele, rectocele and pelvic adhesion prior to the procedure. Pt claims pelvic and vaginal area pain, severe rectal pain and discomfort, mesh extrusion, back pain and psychological and emotional distress. No further info is available at this time.